Event description:
A dialysis facilty tech reported that a pt went into respiratory arrest during a treatment on a 550-hemodialysis machine. It was reported that a dialyzer blood leak occurred, the machine appropriately provided a high arterial pressure alarm and a blood leak alarm which then shut the blood pump off. The treatment was discontinued. The pt then went into arrest. The pt was resuscitated, administered oxygen and recovered. It was then reported that later the pt expired. Despite several attempts to obtain add'l info, none has been provided.